Event description:
It was reported that an artificial urinary sphincter (aus) revision surgery was performed due to a hole presented in the balloon. A new artificial urinary sphincter (aus) device was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receive at our quality assurance laboratory, the returned components underwent a thorough analysis. The balloon component was visually and microscopically examined, and leak tested. Visual inspection identified a large tear in the balloon shell consistent with avulsion and material fatigue. Furthermore, the cuff and pump components were visually and microscopically inspected, and leak tested. No damage nor visual abnormalities were found. Based on the information available and analysis results, the large tear in the balloon shell could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that an artificial urinary sphincter (aus) revision surgery was performed due to a hole presented in the balloon. A new artificial urinary sphincter (aus) device was implanted. No further patient complications were reported.